Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for patient via phone call for high blood glucose. The patient¿s blood glucose level was in 556 mg/dl and decreased to 396 mg/dl, blood ketones reported at 0.9 mmol. Customer reported that event was mild in nature and the subject recovered without sequela. Customer reported that they changed out insulin pump site and did correction dose. The insulin pump will not be returned for analysis.